Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was found that the suture was too short in length which did not conform to the relevant specifications, resulting in being unable to be used. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.